Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had their pump replaced on (B)(6) 2025 and a mechanical complication had been noted as the reason. During the procedure the old pump had been removed without complication. The catheter had been detached from the old pump and cerebrospinal fluid flow had been noted. A new catheter connection had then been sliced onto the old catheter and connected to the new pump. The new pump had then been placed into the pocket and sutured close. Additional information received from a healthcare professional (hcp) reported the cause for the pump replacement had been the pump reaching end of service. Following the replacement surgery the patient reported significant drainage and itching at the wound site. Additional information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had a pump implant on (B)(6) 2025 and developed an infection following the surgery. An explant occurred on (B)(6) 2025.